Event description:
Additional information was received from the patient (pt). It was reported that the tingling felt like when a pad on the tens unit is not quit touching the pt felt the tingles. It was determined it was not the leads. It has not been pinpointed where it has originated from. Some settings were changes in the programmer. Issue was not resolved, nothing was planned at the time.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were getting really bad tingling where the leads were right to the right of the implant. Patient stated they were not sure if it was their device or their neck. The issue began 4 days ago. Agent asked and patient denied any recent falls/trauma. Agent reviewed role of rep and agent emailed patient physician listings. The patient was redirected to their healthcare provider to further address the issue.